Event description:
A report was received stating an 840 ventilator experienced an high priority occlusion alarm while connected to a patient. There were no patient injuries reported.

Manufacturer narrative:
The user facility reported that the exhalation filter seemed to have occluded the ventilator but the doctor broke the filter. Duplication of the reported event could not be confirmed. The filter was replaced to resolve the issue. (B)(4)